Event description:
It was reported that a gas module for air has an internal leakage and failing the pre-use check. There was no patient connect to the ventilation system. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation . A suplemental MDR report will be sent when the investigation is completed.